Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings and the crani strap were damaged on the craniotome device. It was observed that the ball bearings came apart and the balls and cage were missing. It was further determined that the device failed pretest for visual assessment, cutter insertion and temperature. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative:correction: device availability:the device availability was inadvertently documented as may 12, 2017 in the initial report. The date returned to manufacturer was corrected to jun 16, 2017. Correction upon further investigation of the device, it was determined that the device had a drilled neuro-tip. It was also observed that the device failed the vibration assessment. During repair it was observed that the bearings were worn out and broken causing the device to fail the vibration assessment. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. It was further determined that the issue with the bearings was consistent with normal wear over time. The assignable root cause has been corrected from product design, construction/design false, defective to the assignable root cause was determined to be due to user error (drilled neuro-tip) and worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.